Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while removing a glass sample bottle from the bd bactec¿ fx top, the bottle broke causing sample to leak into the instrument. No report of adverse impact to patient or user.

Manufacturer narrative:
The following fields were updated with additional information: it was reported while removing a glass sample bottle from the bd bactec¿ fx top, the bottle broke causing sample to leak into the instrument. The user was exposed to the patient sample. No health impact was reported. No report of adverse impact to patient.

Event description:
It was reported while removing a glass sample bottle from the bd bactec¿ fx top, the bottle broke causing sample to leak into the instrument. The user was exposed to the patient sample. No health impact was reported. No report of adverse impact to patient.

Manufacturer narrative:
Investigation summary: this complaint alleges a bottle broke while removing it from the bactec fx. The customer has tried to clean the instrument but is still seeing liquid in the instrument. The customer clarified that bottle contents did drip on an employee, however there was no impact reported. A bd field service engineer (fse) went to the customer site and observed that the rack with clean and clear of fluids. There were no instrument issues present, the unit is working properly. This complaint is unconfirmed, and the root cause is unknown. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release for manufacturing due to service repairs/pms. Service history review revealed there were no previous complaints for this issue. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while removing a glass sample bottle from the bd bactec¿ fx top, the bottle broke causing sample to leak into the instrument. The user was exposed to the patient sample. No health impact was reported. No report of adverse impact to patient.